Event description:
It was reported that during a lap gastric bypass, the device misfired. It is not known exactly how the device misfired. A new device was pulled to complete the case. There was no consequence to the pt.